Manufacturer narrative:
Di # (B)(4).

Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate.

Manufacturer narrative:
UDI # not available since this part is no longer manufactured.